Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (284 mg/dl at its highest). The customer stated that the high bg was due to the pump's personal profile settings were "not quite right". The customer delivered a correction bolus via the pump to address the high bg. Tandem technical support advised the customer to discuss the pump settings a healthcare provider. The customer acknowledged the advice.